Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for un known indications for use. It was reported that rep met with patient this morning to turn trial programming to hd, per hcp request. He arrived and mentioned to rep in the waiting room that he had a fever yesterday and had taken tylenol this morning. Rep told the admitting nurse and they got vitals (all were normal). We then looked at the lead insertion site and it had purulent drainage, patient reporting he has changed the bandages often and that he thought this was normal healing drainage. Skin around the insertion site was warm and red. It was decided to pull the leads. After removal there was purulent drainage exiting the insertion site. He got a script for antibiotics.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6)2023, explanted: (B)(6)2023, product type: lead. Product ID 977d260, serial# (B)(6), implanted: (B)(6)2023, explanted: (B)(6)2023, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 20-oct-2026, UDI#:(B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 28-feb-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Infection is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type lead product ID 977d260, serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.